Event description:
This is one of a series of patients that underwent the apogee/perogee procedure from ams by dr. (B)(6), (B)(6) hospital who suffers permanent disability as a result of that procedure, with severe pelvic pain, bladder pain, and inability to have sexual intercourse. Patient self referred to me, and noted to have short scarred vagina, mesh erosion, and mesh involvement of bladder wall. Patient has significant pelvic muscle spasm. She underwent surgical revision at my institution with some improvement in baseline symptoms (around 25%) which is typical. However, I suspect that she will remain permanently disabled. [Reason for use: pelvic organ prolapse.]